Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications reported, and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications reported, and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 8mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.